Manufacturer narrative:
Review of the data management system confirmed that on march 8, 2026, the system generated multiple high glucose alerts over several hours. No blood glucose values were entered into the system during that timeframe; therefore, a direct comparison between blood glucose and sensor glucose values could not be performed. Per data management system review, the user has resumed use of the system with up-to-date information.

Event description:
On march 8, 2026, senseonics was made aware of an incident in which the user reported a hospitalization related to significantly elevated blood glucose levels. The event was described as occurring approximately two to three weeks prior to a subsequent hospitalization on (B)(6) 2026, and was associated with a diagnosis of ketoacidosis. The user's healthcare provider was aware of the event.